Event description:
Customer received random erroneous results for total protein, bun, alt, calcium and glucose during a twenty-four hour time period. Operator is aware of five specific patients and provided the following two examples. Patient 1, initial calcium result 7.9 mg per dl, repeat 8.7 mg per dl. Patient 2, initial total protein result 5.5 g per dl, repeat 6.8 g per dl. Initial result were not reported.

Manufacturer narrative:
The field service representative determined improper r2 reagent probe alignment to be the cause and realigned the probe. He performed mechanism checks to verify proper alignment of probe and ran calibrations and quality control which were within specification.